Event description:
The customer stated that she was treated by the paramedics at her home. The customer stated that she started feeling low while her friends were working on her computer, and when the paramedics arrived, her blood glucose was 26 mg/dl. The customer stated that her doctor had given her new basal rate settings, but she had not programmed them into the device. Assisted the customer with the basal rate changes. The customer declined further troubleshooting as she felt she just didn't eat enough. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.